Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge went from 100% battery life to 70%, and then back to 95% without charging the pump. There was no reported impact to the customer's blood glucose level.